Event description:
The hcp reported that, the pt has experienced an increase in spasticity over the course of several weeks and a volume discrepancy was noted at last refill. The pt was receiving lioresal. At the last refill, a volume discrepancy of greater than 25%. An ap xray of the catheter was taken and "looks okay". A study was performed and they are uncertain if the roller moved. The hcp plans to replace the pump.